Manufacturer narrative:
The reported event that reunion tsa - sr 4mm offset humeral head 52x17 was alleged of 'adverse impact to patient - postoperatively' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as x-rays -rays would help determine if the size chosen was the appropriate one, and would help determine the root cause of the complaint event. Note, the operative technique determines the proper way to choose the appropriate size of the humeral head. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient's left shoulder was revised due to discomfort and range of motion. The 52x17 humeral head of the reunion total shoulder was swapped.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device retained by hospital.

Event description:
It was reported that the patient's left shoulder was revised due to discomfort and range of motion. The 52x17 humeral head of the reunion total shoulder was swapped.